Manufacturer narrative:
When optimizing imrt plans, dose objectives are placed on structures. The objectives you add define if the structure will be a "target" type structure of a "critical" type structure. If it is to be defined as "target" type structure you add both lower and upper objectives to the structure. This then instructs the optimizer to drive dose into that structure. For the structures marked as "critical" type structures only upper type objectives should be defined. This then limits how much dose will be received by that structure. In this case, the user defined both a lower and an upper objective for a "critical" type structure. This then forced dose to be received in an area where it was not intended. Varian's investigation concludes that lower objectives should not be defined for structures which are not designated to be "target" type structures. No malfunction was detected, however, it was determined that user error contributed to the event. No f/u report are anticipated.

Event description:
This report involved a 7 field imrt plan treating a maxillary sinus tumor, with 2 fields being of vertex type. The optimization had an upper & lower objective structure (priorities of 300 upper & 15 lower) assigned to the structure with the ID `tissue' which then defined it as a target structure. The `tissue' structure was intended to be a non-target structure. The upper limit was defined to deliver a maximum dose of 5,000 cgy & the lower limit to deliver a minimum dose of 2,500 cgy. The plan's prescription was for 200 cgy per fraction to a dose of 5,000 cgy. The pt received 12 fractions from this imrt plan and then complained about losing hair to her physician on 07/02/2010. Imrt plan was planned with a lower objective for the `tissue' structure to receive 2,500 cgy. The dose to the `tissue' structure after receiving 12 fractions was calculated to be approximately 700 cgy to the superior frontal area. The customer intends to recreate the imrt plan and suspended pt's treatment until a new play is ready. No add'l info was provided regarding the pt's condition.